Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced fluctuating blood glucose after making a duplicate meal announcement to correct hyperglycemia, leading to subsequent highs and lows as the system adjusted. Symptoms included hyperglycemia up to 308 mg/dl and hypoglycemia down to 44 mg/dl without loss of consciousness or other acute complications. Outcomes included temporary interruption of normal glycemic control and user concern, with improvement following education to avoid using meal announcements as corrections and allow the algorithm to adapt. Investigation included review of device data and user-reported history with troubleshooting and education. Investigation of this case revealed user technique contributing to algorithmic overcorrection and subsequent over-treatment of lows. It was concluded that the device functioned as designed and that user behavior was the primary factor, with stabilization occurring after appropriate guidance.